Event description:
It was reported that the patient's infusion device shut off without first providing an error or alert message. The patient experienced elevated blood glucose of 16 mmol/l. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).